Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was alerted that the cgm reading was 70 mg/dl. The patient self-treated with orange juice, but after this the cgm reading dropped to 54 mg/dl. The patient was nervous and called for an ambulance. When the paramedics arrived, the patient had lost consciousness. When a fingerstick was taken by the paramedics the blood glucose reading was 180 mg/dl. No further treatment was reported to have been given, and the patient did not go to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.